Event description:
Additional information was received that the right atrial (ra) lead was tested in bipolar configuration and the impedance measurement was stable without any noise on the electrograms (egms). Subsequently the lead was reprogrammed to bipolar mode. The field representative noted that no x-ray was taken and the cause of the low impedance measurements remains unknown. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine device interrogation it was noted that the right atrial (ra) lead safety switch had tripped for a low out of range impedance measurement. Oversensing of noise leading to inappropriate atrial tachy response (atr) mode switches was also observed. Boston scientific technical services (ts) was consulted and suggested further testing of the lead once it was programmed back to bipolar configuration. The field representative is attempting to obtain additional information from the clinic. No adverse patient effects were reported.

Event description:
Approximately fourteen months later during an interrogation, the ra lead was noted to be in unipolar configuration again due to a lead safety switch. The clinician stated that it was also seen at the previous interrogation eight months earlier. Oversensing of noise on the atrial channel leading to inappropriate atrial tachy response (atr) events was also seen; the noise was reproducible. It was noted that the ra impedance measurements have been in the 300 ohm range. The clinician reprogrammed the ra lead back to bipolar configuration. Ts discussed further troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.